Event description:
It was reported that a pt received an overexposure. This was the feeling of the physician. There was no actual measurement of dosage. There was no pt injury reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Dosage was measured with calibrated instruments in the standard method and found to be within specification in both the normal and high level fluoro modes. The system was tested and found to be working as intended and placed back into service.